Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. (B)(4).

Event description:
It was reported by the patient's family member that the patient's shoulder is "frozen" and the patient is unable to move their arm. The family member stated the "skin is breaking and the device is popping out." Follow up attempts to obtain additional information were unsuccessful. The device remains active and implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.